Manufacturer narrative:
The end user reported that the spoke of the wheel broke and her family repaired it with (B)(6) glue. While using the self repaired device, the wheel broke off and she fell, fracturing her nose. She refused to send the sample back for eval. No lot number was reported. We have not confirmed the issue or identified a root cause. However, due to the reported injury, this medwatch is being filed.

Event description:
The wheel broke and the end user fell, fracturing her nose.